Event description:
Spontaneous report. Pts husband reported the home health nurse was unable to complete the infusion via pump and had to switch pt to gravity to complete infusion. An error code kept coming up on pump. No missed dose or adverse event reported. Pump available to be returned serial number not reported. Reported to (B)(6) by: patient/caregiver.